Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event due to the limited scope of the study. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A study on " pilot study of the safety, feasibility, and efficacy of continuous glucose monitoring (cgm) and insulin pump therapy in diabetic gastroparesis (glumit-dg): a multicenter, longitudinal trial by the niddk gastroparesis clinical research consortium (gpcrc)" by rabbone et al. From gastroenterology 2015 148:4 suppl. 1 (s64). Evaluated the safety of cgm with insulin pump therapy (medtronic paradigm revel 523/723 insulin pumps) in diabetics with gastroparesis and its ability to reduce a1c and glucose excursions, lower gastroparesis symptoms, and improve meal tolerance. Two severe hypoglycemic events needing medical intervention occurred during the 8 week screening phase of the study were reported. On cgm with insulin pump therapy, a1c values decreased 0.5% at 12 - 24 week vs. The end of the run-in and 1.1% at 12 - 24 week vs. 1st screening visit. Gastroparesis cardinal symptom index (gcsi) scores decreased and meal tolerance increased at 12 - 24 week on therapy compared to run-in.